Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02377. The pt received an scs system, including two percutaneous leads, on (B)(6) 2010. It was reported the leads were surgically repositioned due to migration. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.